Manufacturer narrative:
The additional proglide device referenced in b5 is captured under a separate medwatch report number. The device was returned for analysis. The reported ¿no suture was present when the proglide plunger was removed¿ was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that the suture placement was performed via a 7f sheath. The evar procedure was completed; however, post procedure manual compression was required in addition to the two successfully preplaced sutures to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the proglide plunger was removed. The sutures of two new progilde devices were successful preplaced using the pre-close technique. The evar procedure was completed and the two successfully preplaced sutures were used to achieve hemostasis. Oozing was observed a the puncture site and compression was applied. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.